Event description:
It was reported that the patient genital area was rotten while using a purewick female external catheter in the hospital. No medical intervention was reported. Per follow up information received by liberator on 30aug2021 it was stated that the patient had blisters inside the legs and infections from the purewick female external catheter used in the hospital. Also stated they never used the one sent from liberator because the patient was still healing from the blisters. The patients daughter stated the patient was on many antibiotics and did not have the names of each.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick disposable) product ifus were found to be adequate based on past reviews.. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient genital area was rotten while using a purewick female external catheter in the hospital. No medical intervention was reported. Per follow up information received by liberator on 30aug2021 it was stated that the patient had blisters inside the legs and infections from the purewick female external catheter used in the hospital. Also stated they never used the one sent from liberator because the patient was still healing from the blisters. The patients daughter stated the patient was on many antibiotics and did not have the names of each.